Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. A health care professional (hcp) calling for MRI compatibility reported that the patient was reporting that their device was no longer functional. Technical services reviewed MRI compatibility. There were no symptoms and no further complications were reported at this time.